Event description:
Female pt with an unk medical history, who experienced a staphlococcal infection. The pt began treatment with synvisc on an unk date. The pt received a series of three injections of synvisc into an unk site on unk dates. On an unk date, the pt experienced a staphlococcal infection after her third synvisc injection. The causality was assessed as unlikely related to synvisc. At the time of this report, the pt's outcome was unk. Additional info was received on 27 and 28-feb-2006 from the physician via a sales rep. On an unk date, the pt experienced a "septic reaction" in the knee after receiving synvisc. At the time of this report, the pt's outcome was unk. Additional info was received in march-2006 from the physician via a secretary. On an unk date, the pt was hospitalized for the septic reaction. At the time of this report, the pt's outcome was unk.